Event description:
It was reported that the unit was activating on its own without any engaging from surgeon. It is unknown if the event happened during a procedure, if there was a delay or back-up device available. No patient injuries reported.

Manufacturer narrative:
Foreign post code - united kingdom: (B)(6). The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence as there are several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: (1) there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. (2) more than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. (3) the ambient super turbovac 90 ifs is manufactured with integrated finger switches; therefore, it is possible that the finger switch was inadvertently pressed. There were no indications that would suggest that the reported device did not meet product specifications upon release into distribution.